Manufacturer narrative:
Result: [-1]the penumbra coil 400 was loaded through the proximal end of the introducer sheath. The coil was intact with the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. [-2]the penumbra coil 400 was detached from the pusher assembly. The proximal constraint sphere was inside the distal detachment tip (ddt) with a fractured piece of sr wire. The pet lock was intact on the proximal end of the pusher assembly. The proximal end of the pusher assembly was kinked approximately 5.0 cm from the end. Conclusion: the complaint has been evaluated. The complaint indicates that the first penumbra coil 400 could not be resheathed. The complaint also indicates that the second penumbra coil 400 was noticed to be defective upon preparation. Evaluation of the first penumbra coil 400 in the complaint indicates that introducer sheath was not loaded correctly during the resheathing of the coil. It appears that the introducer sheath was reloaded with proximal end first, instead of the distal end first. The proximal end of the introducer sheath is where the friction lock is located. The inner diameter of the introducer sheath where the friction lock is located is only a 0.001" greater than the coil's outer diameter. This is the reason why the first coil in the complaint could not be resheathed. The cause of this complaint could have been a user error. The second penumbra coil 400 in the complaint was determined defective upon preparation. This coil had a fractured sr wire. The ddt at the distal end of the pusher assembly had the coil's proximal constraint sphere inside with a fractured piece of sr wire. This type of damage typically occurs if the product was improperly handled during use or preparation. It appears that the force used, exceeded the tensile strength of the sr wire. The sr wire is what keeps the coil intact and attached to the pusher assembly. The root cause of this complaint cannot be determined. These devices are 100% functional tested during process inspection. This MDR is associated with MDR 3005168196-2015-00130.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils. During the procedure, the physician removed a pc400 coil from the patient and was unable to resheath it for later use. A new pc400 coil was used, however, during preparation the physician noticed it was damaged and it was not used. There was no adverse effect on the patient.